Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, and flat creases. The device was underweight. A microscopic analysis was performed which identified a sharp opening with localized stresses induced on posterior side assessed as surgical impact , and stress marks assessed as non penetrating nicks. A dimension measurement of the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Device has been explanted.